Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the completed device evaluation/investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle, but the type of the material or root cause cannot be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects inside the nozzle. There was no patient involvement.